Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #:  1420 / catalog #: 1420 / expiration date: 30-nov-2022 / serial#:  (B)(6), UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun> h4: mfg date: 09-nov-2021 h5: no  h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient was found deceased at home. It was also reported that the vad exhibited low flow alarms and the controller exhibited an unexpected loss of power.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) ((B)(6)), the controller ((B)(6)), were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection of the controller revealed contamination within both power ports. This is an additional finding not related to the reported event. The most likely root cause of the observed controller port contamination event can be attributed to the handling of the device. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. An internal inspection of the controller and batteries did not reveal any anomalies. Failure analysis of the returned vad revealed that the device passed visual examination and functional testing. Internal pathological report revealed no evidence of thrombus within the device. Dimensional verification revealed that the rear housing disc curvatures and front housing disc curvatures were found to be deviating from specifications. CAPA (B)(4) was opened to investigate post-explant issues found during failure analysis of returned pumps. Review of the controller log files revealed consistent power consumption and estimated flows within the normal operating range leading up to (B)(6) 2023. Log file analysis revealed that a controller power up event with an associated motor start event was logged on (B)(6) 2023 at 02:27:30, indicating a loss of power. The data point recorded in the controller's internal logs prior to the loss of power revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2) with 22% of relative state of charge (rsoc). The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for 27 minutes and 32 seconds. Following the loss of power event, review of the log files then revealed a sustained decrease in power consumption and estimated flows and eight (8) low flow alarms logged on (B)(6) 2023 between 02:27:51 and 05:17:30. This was followed by three (3) additional controller power ups with an associated motor start events at 05:36:15, at 05:43:14, and at 05:43:48. No anomalies w ere observed leading up to the losses of power. The controller was without power for 11 seconds, 2 minutes and 38 seconds, and 30 seconds, respectively. Review of the controller's internal logs revealed the last data point in which the controller was in use was at 05:44:10, indicating the controller was powered down shortly after. Review of the alarm log file also revealed a vad disconnect alarm logged on (B)(6) 2023 at 04:07:20 indicating the controller powered on without the driveline connected, likely due to the troubleshooting of the controller. As a result, the reported loss of power and low flow events were confirmed. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. A possible root cause of the initial loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on the one attached power source. Possible root causes of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. A possible root cause of the remaining losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA (B)(4) is investigating controller losses of power. Based on the available information, the device may have caused or contributed to the reported low flow event. Per the instructions for use, death is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: controller d4: serial#: (B)(6). D9: yes, return date: 22-dec-2023. H3: yes device returned to manufacturer? Yes. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.